Manufacturer narrative:
Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed an area of shell abrasion on the anterior view. In addition, a tear within the shell abrasion was identified measuring approximately 10.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 500 cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Unspecified image scanning was performed, and the result indicated the left-sided rupture. As a result, the patient underwent removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505001bc, serial # 1: 9485064-055, serial # 2: 9459626-025) on (B)(6) 2020. At the time of this report, the sides of the replacement serial numbers are unknown.